Manufacturer narrative:
(B)(4). This report involves a patient who experienced presumed peritonitis in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported events. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that a patient experienced cloudy pd effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the cloudy pd effluent and abdominal pain was not reported. It was not reported if the patient was hospitalized for the event. The patient was not started on antibiotic therapy, per their physician's advice. No further information was provided regarding the outcome of the event. It was not reported if dianeal therapy was ongoing. No additional information is available.